Event description:
Info received that the pt can place nurse call but response not heard in expected location. No injury reported.

Manufacturer narrative:
Technician found bed in medsurg. Pt can place nurse call, but response not heard in expected location. Found broken wires in communication cable db connector, no bare wire exposed. Replaced cable and tested functions to resolve this issue.